Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "folded, encapsulated, flipped prosthesis, fluid and pain." The event of "pain in the joints of the hand and arm" are not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folded, encapsulated, flipped prosthesis, fluid and pain."

Event description:
Patient reported right side "folded, encapsulated, flipped prosthesis, fluid and pain." The event of "pain in the joints of the hand and arm" are not device related. Device was explanted.